Event description:
A patient reported that her insulin pump indicated a low insulin level, even though she had sufficient insulin for her regular usage. A cartridge error was suspected, and she was advised to change the cartridge and fill it to 150 units. After making these changes, the patient experienced hyperglycemia, though no further data was available, raising concerns about additional issues beyond the cartridge malfunction. There was no reported impact to the customer's blood glucose level beyond the hyperglycemia. Contact with the family revealed that they did not wish to provide more information at the moment, ending the need for further troubleshooting.